Event description:
It was reported by service report that the foot right side rail could not be locked in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: interference from bed's foot section.